Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
During vp surgery it was noted the programmer was leakage when connected. Changed the new one to complete. There was no delay or adverse event during procedure.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the position of the cam when valve was received was 150mmh2o. The valve was visually inspected, the silicone housing was cut/torn this confirmed the complaint. This is probably due to a sharp or pointed object coming into contact with the silicone housing during manipulation. Review of the history device records confirmed the valve product code 82-3832, with lot crccw6, conformed to the specifications when released to stock on the 17th april 2014. The root cause of the tear/cut in the silicone housing could be due to a sharp or pointed object coming into contact with the silicone housing, this however could not be determined. As noted in the IFU, silicone has a low tear/cut resistance. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.